Event description:
Upon examining the airway exchange catheter it was found that the centimeter airway markings were off by 4 cm too long. Review of x-rays showed trachea tube approx 3 cm from carina. Extra length in exchange catheter may have contributed to pneumothorax problem.